Event description:
It was reported that the patient presented to the emergency department due to feeling skipped heart beats. The ra lead triggered an alert for low impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 lead, implanted 2005-(B)(6). (B)(4).

Event description:
It was further reported that a lead warning was again triggered for the ra lead due to low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead showed intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.